Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10jun2019. The field service engineer (fse) confirmed that the touch screen would not calibrate and replaced the user interface to address the reported issue. The fse then tested the unit. The unit was found to be fully operational and was returned to service.

Event description:
This issue of a touch screen failure was discovered during periodic maintenance (pm). There was no patient involvement.